Manufacturer narrative:
A steris service technician arrived onsite to inspect the system 1e processor and uv light assembly. The steris service technician inspected the assembly and found a tear in the polyurethane material of the customer's water supply line from the a&b filters to the uv light. During the steris service technician's inspection, he found that the user facility's water pressure and temperature exceeded the requirements as stated in the system 1e processor's operator manual. The system 1e operator manual states (pp. 2-1), "pressure: minimum 40 psig, preferred 50-60 psig, maximum 90 psig. Temperature 109-140 degrees fahrenheit." User facility personnel have been notified on several occasions of the water pressure and temperature requirements for their system 1e processor. The steris service technician made proper repairs to the system 1e processor, ran several test cycles and confirmed the unit to be operating properly. No additional issues have been reported. The steris service technician reiterated to user facility personnel that the supplied water requirements must be met.

Event description:
The user facility reported water to be leaking from the system 1e processor's uv light assembly. No report of injury.